Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. The aortic neck was conical 22.5 mm to 31 mm and angulated. It was reported that the final angiogram revealed that the endurant bifurcated stent graft was implanted 8mm lower than intended, there was not an endoleak, however the endurant stent graft did not have apposition on the left side. The physician elected to implant an endurant aortic cuff the event was resolved. The physician cannot determine the cause of the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.